Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appropriately blanked a premature ventricular contraction (pvc) and the left ventricular protection period (lvpp) inhibited the left ventricular pace. Technical services (ts) recommended potential programming options. This crt-d remains in service. No adverse patient effects were reported.